Event description:
(B)(4) from the day after implant, I immediately had discomfort, cramping and pain. The periods were extremely heavy and overflowed frequently. During periods, I used a cane because I was unable to walk. This progressed over two years n started happening when I didn't have periods. The inflammation was extreme. I gradually became more and more sick. Over ten years, I am now looking at disability. I am unable to move freely, pain all over my body, migraines, random muscle loss and tremors, sleep impaired. Moments of black outs and sleep. Dental infections. Immune disorder. Heightened allergic reactions. Heavy metal allergy. Food allergies. Skin rashes. Cysts. Infected skin sores. Skin redness. Random fevers. Constant bloating and inflammation. Bowel changes with pain. Bladder leakage. Lumps on breast. Breast hair growth, infected nipples, tenderness and pain. Constant lymph nodes swollen. Neck lump. Nodules in thyroid. Weakness. Fatigue. Numbness in random areas of body, more so in legs, feet, hands, genitalia, face and pelvis. Constant pelvic pain, bloating. Painful intercourse. Dizziness, fainting, memory loss, confusion. 7 day hospital stay with infection around brain. All labs/tests have returned with unknown reasoning suggesting the time frame associated with essure and heavy metal allergy.